Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), with a description of "crease on back of lens". Per the source document, there was contact with the patient, the procedure was completed the same day. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).